Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) pacing inhibition and oversensing resulted in inappropriate anti-tachycardia pacing (atp). Upon review, it was determined that the patient had chronic atrial fibrillation (af) that was oversensing. Troubleshooting options were discussed and no programming options were available. Currently, this product remains in service and no additional adverse events were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) pacing inhibition and oversensing resulted in inappropriate anti-tachycardia pacing (atp). Upon review, it was determined that the patient had chronic atrial fibrillation (af) that was oversensing. Troubleshooting options were discussed and no programming options were available. Additional information received indicates that noise was noise. Subsequently, a revision procedure was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.